Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 30 mg/dl and 263 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "b" and "c" zones. The "c" zones results have been determined to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.